Event description:
Related manufacturer reference number: 2017865-2022-44680. It was reported that the patient presented to the hospital emergency room on (B)(6) 2022 for a follow-up. During examination of leads, it was noted that there was muscle twitching in the left pectoral area due to inappropriate stimulation from the right atrial (ra) lead. This was caused due to low pacing lead impedance. There were multiple episodes of automatic mode switch due to oversensing of noise on ra lead. The physician suspected that there was an insulation breach on the ra lead and suggested lead revision. During ra lead revision, there was pocket movement which resulted in decreased pacing lead impedance and no capture threshold on right ventricular (rv) lead. The physician found insulation damage on rv lead as well. Both, ra and rv leads were capped and replaced in the same procedure on (B)(6) 2022. The patient was in stable condition throughput.